Manufacturer narrative:
H6: ime (annex e) patient code: e2321 h6: imf (annex f) health impact: f08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient had low blood pressure resulting in a deep sedation modification to intubation anesthesia with the use of paralytics during the ablation procedure. It was further reported that on electrocardiogram the patient experienced bradycardia at 39 beats per minute and it was noted that on echocardiogram the inferior vena cava appeared collapsed at inspiration. A follow up electrocardiogram was done after two days, and the patient showed normal sinus rhythm. After the procedure, the patient was extubated and transferred to the intermediate care unit. Additionally, it was reported that the patient was disoriented, and it was noted that the patient developed a urinary tract infection that was treated with antibiotics. The patient's hospitalization was extended, and then the patient was transferred to rehabilitation. The outcome of this case is unknown. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B5: event description - updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The case was completed with radiofrequency (rf) and pulsed field ablation (pfa).